Event description:
(2/2 reference (B)(4) for related complaints) per accredo email (documenting cassette incident on thursday): patient reported veletri cassette caused both pumps to alarm no disposable, on monday morning, after cassette had been infusing for 12 hours and thursday evening after 2 hours. Current lot number in home 4129994. Cadd legacy pump serial number to exchange is (B)(4). Patient is also on adempas and ambrisentan. No further details provided. Lot number 4129994 not found in smiths system.